Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received by the manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2009. According to the complainant, during the procedure, they could not keep the anchoring balloon inflated. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as fine.